Event description:
It was reported by service report that the mattress cover was soaked with blood.

Manufacturer narrative:
Conclusion: customer said they would discard the mattress cover and not use the mattress until the new cover arrived.